Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother called for assistance uploading the insulin pump. The mother then stated that the customer was hospitalized for low blood glucose levels. Nothing further was reported.